Event description:
During a lap operative procedure, the dr found a small orange rubber inside the pt's abdomen. Te ring came from the 5mm bladed trocar being used in the case. No know how case completed.